Manufacturer narrative:
The product malfunction was confirmed by a philips response center engineer (rce); there was no sound from the speaker. The device was tested by the customer biomed using a known working speaker adaptor, and it was determined that the speaker adaptor needed to be replaced; therefore, the rce provided information to the biomed for ordering a replacement speaker adaptor.

Event description:
The customer reported that the speaker adaptor had issues; there was no sound from the speaker for the device. It was reported that there was no adverse event or patient harm.